Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving effective therapy due to high impedances. Surgical intervention was undertaken with a lead being explanted and replaced with two leads. Reportedly therapy was restored post-surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.